Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 187 mg/dl. Technical support instructed the customer to remove obstructions and clean the pump, but the alarm recurred. Attempts to resolve the situation by resuming insulin and replacing the cartridge did not succeed. Consequently, technical support decided to replace the pump and cartridge. The customer will continue using the current pump until the replacement arrives.